Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the cuff was not retaining air to stay inflated. No hole in cuff but poorly attached or sealed to main part of endotracheal tube. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to MFR; 4/1/2026. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint of leakage could be confirmed; a channel was observed between the base of the cuff and the main tube. The probable root cause is due to a welding error during manufacturing.